Event description:
Non-integration. Jaw distance (jaw ridge strength) was relatively low but 3 implants did not cause any problems.

Event description:
Non-integration. Jaw distance (jaw ridge strength) was relatively low but 3 implants did not cause any problems.